Event description:
The facility reported a colleague infusion pump with a failure code of 810:11 that has occurred multiple times. This condition had the potential to interrupt delivery. It is unknown when this condition occurred, however it is known to have occurred in the mother and baby department. There was no report of patient/user involvement, injury or medical intervention. The user interface module software version of this pump is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 810:11 was confirmed during evaluation. This condition was caused due to air in line printed circuit board being out of calibration. The air in line printed circuit board was recalibrated and verified to fix the reported condition. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.